Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the optic deformed and haptic bent and deformed with foreign material on the lens surface, specifically fibers. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
B7 - progressive hyperopia. D4 - primary unique device identifier (UDI) #:(B)(4). H4 - device manufacture date:17-apr-2023 corrected to 12-apr-2023. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantatble collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault, blurred vision and ocular pain. The lens was repositioned. Repositioning did not resolved the problem. The lens was removed. Cause of the event was reported as unkown. Additonal information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).